Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead's threshold values have been gradually increasing since implant. An x-ray confirmed that the lead was in the same position. Reprogramming was performed to increase the lead output. However, at a previous device check, the device battery life span had drastically decreased, and premature battery depletion was noted. The lead remains in use. No patient complications have been reported as a result of this event.